Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was also noted that the right ventricular (rv) lead dislodged and was unable to sense and unable to capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.